Event description:
On (B)(6) 2008, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted into the patient. After implant, the patient was converted to open procedure. Multiple attempts were made to obtain additional information for this event. As no additional information has been received, this event will be closed with the provided information.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.